Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report. H3 other text : on-going.

Event description:
It was reported that the device switched off and stopped ventilation during use. The device was replaced, and the patient was not harmed.

Event description:
It was reported that the device switched off and stopped ventilation during use. The device was replaced, and the patient was not harmed.

Manufacturer narrative:
The affected device was examined onsite by the dräger service which identified a faulty processor board m48.3. The part was provided for further investigation. No log file of the affected device was available for investigation. Based on the analysis a malfunction of the pba m48.3 could be confirmed leading to a complete loss of function of the ventilator. The defective pba was replaced, and the device was confirmed to be operating as per manufacturer´s specification. In case of a complete loss of function of the ventilator, the ventilation stops, and the safety valve opens to ambient allowing the patient to breathe spontaneously. The auxiliary acoustic alarm system of the ventilation unit will be activated in order to alert the user to the situation. This alarm is energized from an independent power source and will be last for at least 2 minutes. An alternative device needs to be used to continue the ventilation. The device reacted like specified and raised the auxiliary acoustic alarm in order to inform the user about the malfunction. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device switched off and stopped ventilation during use. The device was replaced, and the patient was not harmed.

Manufacturer narrative:
This is a correction of the previous report. The unique device identifier (UDI) and corresponding fields have been adjusted.